Event description:
It was reported complainant stated "black stains were noted on the cuff before use in total of 27 samples." They looked so dirty that medical staff refused to use the products."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information received via (B)(4) on (B)(4) 2014 informing that the 27 endotracheal tubes are from the same lot. The product was not in use. They further informed that they could see the foreign matter through the packaging. The return complaint samples were not opened. A quality evaluation was performed on (B)(4) 2014. There were 28 unused endotracheal tubes of ID 7.0mm fitted with frosty balloons and pilot balloons printed with sizes identifications and work order #(B)(4). Products were fitted with color coded pp connectors of corresponding sizes and marked as per specifications. Products were received in a sealed unit pack. The tubes were examined under magnification. It was confirmed that black stain was found on cuff. Reviewing of assembly record revealed that 1.6% of embedded foreign matter was detected during the inspection adn the defective part was rejected and discarded. Review of the risk assessment filed does cover potential cause (contamination issue) and it's controlled. Review of the complaint trend from 2009 to ytd apr 2014, showed there is increasing trend observed. However, an internal corrective action has been assessed as part of the record to address the confirmed complaint. We are confidence that the defect will reduce to a minimum level if not totally eliminated. Analysis on the returned samples provided revealed they did not perform to our requirement. This complaint issue has been investigated previously and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. This particular lot was made before the CAPA implementation. Thus, no further evaluation needed and complaint can be considered closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.